Manufacturer narrative:
(B)(4). Date sent: 2/24/2022. H2: additional information received: -there was only one device of issue on this complaint. The medwatch for the h2 device evaluation for this one device was already reported on manufacturer report number 3005075853-2021-07922 sent on 1/25/2022.

Manufacturer narrative:
(B)(4). Batch #: unk. A set of photos were received for review. During visual analysis, the following was observed: the first photo showed a trocar inside of a plastic bag with the sleeve broken off. The second and third photos show the sleeve broken off with some blood. The fourth, fifth, and sixth photos are the same and shows the tyvek of the bladeless device with the lot number 366a33 with expiration date 2026-06-30. Based on the set of photos reviewed, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: were trocar cannula's only cracked? Or did any pieces break off of trocars? Did any pieces fall into patient? If so, were all pieces retrieved? Was there any patient consequence? The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during the endoscopic lobectomy, noted that the device was damaged. The surgeon stated that there was no collision with other instruments. It is unknown how procedure was completed. Patient consequence was not reported. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2022. H2: additional information received: were trocar cannula's only cracked? Or did any pieces break off of trocars? Did any pieces fall into patient? If so, were all pieces retrieved? Was there any patient consequence? All answers above are unobtainable. Once there is any update, we will update the information.